Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. The product sample consisted of one catheter labeled as 8888145041p which came inside a plastic bag and it presented signs of use. Catheter presented rests of blood and dirt and it was cut below the cuff. Also, a hole was found on the venous extension, below the blue adapter. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for a period of two years. Moreover, 100% of devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered as misuse; this defect was more likely damaged during use caused by inproper use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that after the perm cath insertion procedure, the clinician and patient noticed the outside portion of the permcath was broken. It was broken near the connection hub, not the tip of the catheter. A replacement procedure was booked on (B)(6) 2015 and the catheter was replaced with another catheter. The original insertion date was (B)(6) 2013.